Event description:
It was reported that the patient presented in clinic. The atrial lead exhibited high impedance, high capture threshold, p-wave amplitude variation, oversensing with auto mode switch episodes. Oversensing episodes were reproducible with isometrics. No intervention was performed. The patient was discharged and no other information was reported.